Manufacturer narrative:
The device has not been returned. Thus, a proper device analysis could not be completed nor the reported issue confirmed. At this time, without a proper device analysis, a definitive root cause cannot be determined. However, there is no indication of a product quality issue with respect to manufacturing, design, or labeling of the lens. Based on the information provided, the risk assessment for the lucia product, and our experience we have determined that the following factors may have cause or contributed to the reported issue is but is not limited to: · lens placement technique. · loading strategy. · poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.

Event description:
The CT lucia 602 lens was partially in the eye when the plunger rode over the top of the lens in the cartridge. The lens was retracted and replaced during the same surgery.

Manufacturer narrative:
Description of changes: field b4: added "date of this report" 02/28/2024. Field d9: checked "yes", checked "returned to manufacturer". Field g3: updated "date received by manufacturer" to "02/14/2024". Field g6: checked "30 days", updated to "follow-up, # 1". Field h2: checked "device evaluation." Field h3: updated "device evaluated by manufacturer?" To "yes". Field h6: added "type of investigation" code 10, added " investigation conclusion" code 19. Field h11: added description of changes.